Manufacturer narrative:
Section b2: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the driveline fault alarms that were observed in the submitted log files. A distal end driveline replacement was performed by a technical services representative. Approximately 12¿ of the external portion/distal end of the driveline was returned. The pins of the metal connector appeared free from deformation. It should be noted that an additional 0.5¿ segment of the red wire was also returned. The conductors of proximal end of the 0.5" segment of red wire were examined under a microscope and appeared frayed. The conductors of the distal end of the 11.5" segment of red wire (that was returned intact with the remainder of the wires of the dl) were also examined under a microscope and exhibited similar fraying. The conductors of the red wire appeared to have broken down over time as a result of repetitive flexing in this area, approximately 11.5" from the controller connector. The red wire redundantly supports motor phase 3. This appears consistent with the center¿s report that a broken red wire was observed during the repair. If this damage was present during support, it would have resulted in the driveline fault alarms that were observed in the submitted log files. The portion of driveline that was returned intact was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. A tape repair was present on the majority of this portion of driveline. Upon removal of the tape, tears to the outer silicone jacket were observed. The silicone jacket, clear bionate layer, and the metal braided shield were carefully removed from the driveline in order to evaluate the underlying wires. Visual inspection of the driveline revealed no further evidence of breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The account communicated that a broken red wire was observed during the repair and there were no driveline faults since. The patient was to be discharged home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU outlines all system controller alarms (including driveline fault alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that driveline fault alarms since 3:00 am were observed based on the interrogation of the device. The patient did not hear any alarms. The external driveline is visibly damaged. The manufacturer's technical service representative reviewed the log file and observed driveline fault events on (B)(6) 2019. The system controller rev is 7.29 software that allows driveline fault to display on system monitor. The clinical team tried to exchange the system controller with appropriate software but driveline fault alarm returned on the new system controller. The driveline fault alarms is caused by the driveline damage. Driveline was repaired on (B)(6) 2019 and broken red wire on the driveline was observed. The log file from post-repair was reviewed the by the manufacturer's technical service representative, and observed no unusual events. Driveline fault alarm was resolved.